Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly.

Event description:
International customer reported that the suture broke during rehabilitation therapy approximately one week following hand tendon repair. The pt was returned to surgery for resuturing.